Manufacturer narrative:
The ins ((B)(4)) was returned, and analysis determined that no anomalies were identified. The device passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-60 (B)(4) implanted: (B)(4)2014 explanted: (B)(4)2017 product type lead product ID 3777-60 (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead. Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain. It was reported that the patient¿s therapy lost efficacy a couple of years ago. The patient mentioned they had not used their device in a couple of years. The patient¿s device was explanted on (B)(6), and will be returned to the manufacturer. The issue was resolved at the time of the report. No further complications were reported.